Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. Per the death certificate, the cause of death was heart attack. The caller stated that the night prior to passing, on sunday, the customer was not feeling well, was ill and early next morning, monday morning, the customer passed away. The caller stated that the customer had a lot of high and low blood glucose incidents and adjusted the insulin pump settings. The customer had heart disease; had a triple bypass heart surgery and had a pace maker. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump and the sensor at the time of death. The caller declined returning the insulin pump at this time.